Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a foley catheter. The customer reports that the clinician attempted to deflate the foley catheter for removal. The clinician was only able to withdraw approx 5cc of fluid. The clinician made a second attempt to withdraw more fluid but was unable to. When the clinician began to remove the catheter, there was still half of the in the balloon causing trauma to the pt. There was a urology consultation and no further action was needed with the pt.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.